Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8781, lot# n708837005, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Initial reporter postal code is: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for encephalomyelitis. It was reported that on (B)(6) 2017 the pump system was implanted. On (B)(6) 2017, the physician confirmed the location of the catheter and found that the catheter was dislodged. It was reported that on (B)(6) 2017 the catheter on the spinal side was replaced. It was reported that the classification of severity of the event was n/a to 1-7 (not serious). It was reported that the event was unrecovered. The causality was reported as being unrelated to the drug, catheter, pump and programmer. The causality was reported as unknown if related to the surgical procedure. There were no reported symptoms. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that there were no reported symptoms for the patient. It was reported that it was undetermined if there were any contributing factors that led to or caused the catheter dislodgement. It was reported that the explanted catheter will not be returned and that the reason for no return was ¿it may be discarded¿. No further complications were reported and/or anticipated.